Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic during follow up. Upon investigation, it was revealed that the left ventricular lead had dislodged. The patient experienced diaphragmatic stimulation. The lead was explanted and replaced on (B)(6) 2017. Patient condition was good throughout the procedure.